Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced muscle stimulation and presented to the hospital. Upon interrogation, the atrial lead exhibited loss of capture. It was discovered that the lead had dislodged. The device was reprogrammed. The patient was stable.